Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a minimally-invasive spinal fusion procedure, a suturing device was being used and the needle fell out of the cartridge reload. This happened after the device had completed a firing and the surgeon withdrew it from the patient. The needle was retrieved without any issue. The procedure was completed with another reload of the same product code and the same suturing device. There were no patient consequences reported.